Manufacturer narrative:
(B)(4). Device manufacture date: 09/25/2016 to 09/26/2016. Device evaluation: result - the bd complaint handling lab received two sealed samples from the reported catalog #: 305918, lot #: 6238560. The samples were visually inspected and one of the samples did not have a cap inside the packaging; the needle was exposed. A review of the device history record revealed no abnormalities during the manufacture of the reported lot. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Conclusion - the needle stick injury is acknowledged and confirmed. There are two root cause scenarios which could cause the issue noted: scenario #1 - the cause could be during the needle assembly process (bd's vendor). This process is performed in the bd columbus plant and shipped to bd canaan as a fully assembled needle with shield. Scenario #2 -the cause could be during the needle packaging process at bd canaan. During this process the assembled needle is moved through a vibratory bowl/rail. This movement of the assembled needle could cause the needle shield to fall off if the shield pull off force is low. Corrective action has been determined, with implementation of changes expected by march 2017.

Event description:
It was reported that the suspect device was packaged without the cap on it, resulting in a needle stick injury in the stock room. There were 2 devices with the defect reported.